Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
The biomed reported the st mode, the pressure measurement on the screen is not changing. The customer reports the unit was set from respiratory therapist (rt) to biomed stating that the pressure had issues and appeared to not be changing. The biomed is in the st mode. Sets the ip to 35 epap to 5. The customer reports that the unit is running a pip of 21. The biomed is performing the st testing to verify the pressure. The remote service engineer (rse) advised the biomed to check the significant event log for codes, but no codes were found. The (rse) recommended replacing the data acquisition (da) board and solenoid valves 2, 3, 4. The biomed powered the unit off and back on and at this point they would see the pressure wave form respond correctly. The (rse) followed up with biomed and found that replacing the (da) board corrected the issue. The unit was not in use, and there was no patient or user harm reported.